Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Patient information was requested; customer advised they were unable to provide patient information.

Event description:
The customer reported the ventilator alarmed, displaying event code 41 which is an overpressure condition, while in use on a patient. The ventilator was removed from the patient and replaced with a different unit. There was no patient harm.

Manufacturer narrative:
Patient information was requested; customer advised they were unable to provide patient information.